Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator inoperative code was found related to 'no data backup therapy.' The manufacturer's service technician observed the error code in the device's event log. The technician recommended replacing the device's sensor board address the error code. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.